Manufacturer narrative:
H6. Conclusion: it is the opinion of our medical director that there was no info to suggest the needle and the suture performed other than expected. Pulling the needle off the suture during wound closure was apparently a surgical technique issue. The remaining needle did not have any direct pt consequence.

Event description:
Customer reported that the device was used to close a chest tube incision site, after removal of the chest tube. The surgeon placed the needle in such a manner as to lose both visual sight of and tactile control of the needle. The surgeon attempted to retract back on the suture to remove the needle. The needle suture combination separated resulting in a retained needle. The pt expired prior to device excision of unrelated causes.